Event description:
It was reported that the patient presented to the clinic and interrogation of the device showed there was high right ventricular (rv) lead impedance. It was also reported there may be a lead fracture. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4)defibrillator 2007 (B)(6). (B)(4).